Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is experiencing pulsing sensations. The patient is anxious and feeling week since device reprograming. The device remains in service. Technical services (ts) refer the patient to the clinic. No adverse patient effects were reported. Additional information obtained, the patient is experiencing trouble walking. Technical services (ts) directed the patient to the health care professional (hcp).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is experiencing pulsing sensations. The patient is anxious and feeling week since device reprograming. The device remains in service. Technical services (ts) refer the patient to the clinic. No adverse patient effects were reported.